Event description:
It was reported that during ventilation, the ventilator alarmed for restart ventilator and inspiratory flow over-range. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The reported problem was that the ventilator generated alarm for restart ventilator and inspiratory flow over-range during ventilation. The customer performs their own repairs and has not requested service. No device logs, information as to how the issue was resolved, or information about replaced parts has been received. As a result of lack of information, we are unable to provide, determine, or confirm the cause for the reported restart ventilator alarm and inspiratory flow over-range alarm.

Event description:
(B)(4).